Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon catheter became stuck on a guide wire. The 100% stenosed target lesion was located in the moderately tortuous superficial femoral artery. The 2mm x 40mm x 14cm sterling es otw 5.0x60/135 sterling balloon catheter was advanced. When advancing the sterling es balloon catheter, resistance was encountered and the balloon catheter became stuck on another manufacturers' guide wire. The device was removed intact from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon catheter became stuck on a guide wire. The 100% stenosed target lesion was located in the moderately tortuous superficial femoral artery. The 2mm x 40mm x 14cm sterling es otw 5.0x60/135 sterling balloon catheter was advanced. When advancing the sterling es balloon catheter, resistance was encountered and the balloon catheter became stuck on another manufacturers' guide wire. The device was removed intact from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The tip was flared and the inner shaft was buckled in three different locations between markerbands. A .014" outer diameter guidewire was inserted into the tip and advanced through the lumen with no restrictions. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).